Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that multiple cartridges were leaking from the o-ring. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 150-159 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.